Event description:
The user received questionable hemoglobin a1c generation 2 results for seven patient samples. Of the data provided, the results for one patient sample were discrepant. The initial result was 6.9% and the repeat result was 8.7%. It was unknown if any of the erroneous results were reported outside the laboratory. The user declined to provide any information concerning if the patients were adversely affected. The hemoglobin a1c generation 2 reagent lot number was 64275301 with an expiration date of 09/30/2012. The field service representative could not find a cause. As a precautionary measure, he changed the rt1 and rt2 chains, decontaminated the instrument and replaced the filter 4 and the degasser filter. To verify the analyzer operation he performed fluidic, robotic and photometric checks which all passed. The user calibrated the assay and ran quality control with results within specifications. He ran performance testing which passed and precision testing with results within the guidelines.